Event description:
It was reported that the filterwire was fractured. The 95% stenosed target lesion was located in the left internal carotid artery. A 190cm filterwire ez was selected for use. During the procedure, the physician implanted an 8f guiding catheter into the arteria carotis communis. Then, the filterwire was used but after several attempts, it failed to deploy and became fractured. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.